Event description:
It was reported that the patient experienced peritonitis, coincident with peritoneal dialysis (pd) therapy. The patient was switched to hemodialysis. Treatment was not reported. Patient outcome is currently unknown. No further information was provided.

Manufacturer narrative:
(B)(4). The problem was not confirmed, as there was no sample for evaluation. There was no device malfunction nor use error was identified during the report. No assignable cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.